Event description:
It was reported that (B)(6) had a percutaneous ablation of a left pulmonary module and right retroperitoneal mass was performed on (B)(6) 2013. After procedure and during hospitalization pt's arterial venous (av) fistula was found to have thrombosed and went for thrombectomy on (B)(6) 2013. Pt did well and was discharged on (B)(6) 2013. Since this pt had a known (pre-existing) av fistula, this potential adverse event was discussed in detail with the pt prior to the procedure and precautions were taken to try and prevent thrombosis.

Manufacturer narrative:
The device was not returned for investigation and no malfunction or issues with the device were reported. This adverse event was collected as part of a clinical study. Thrombosis is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The pt was treated and released.